Manufacturer narrative:
This supplemental report is being submitted to correct the date of occurrence per (B)(4). Aware to be corrected from 28sep2021 to 28aug2021.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the binaxnow covid-19 self test performed on (B)(6) 2021 on a direct tested nasal kitted swab. The caller reported positive results on the binaxnow covid-19 self test performed on (B)(6) 2021. Repeat testing performed with the binax now generated negative results. Confirmation testing with an unknown test type generated positive results on (B)(6) 2021. The caller states the user was symptomatic with a light fever. The user took tylenol for this fever. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 146860 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 146860 and device part number 195-430h / lot 140543a. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 146860 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.